Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported that a lineum sleeve was cracked at tip during surgery. It was noted that the sleeve was loaded upside down. It was confirmed that the surgery was completed.

Manufacturer narrative:
Corrections to all fields. Review of this file found that this was reported in error as the reported event did not cause or contribute to a death or serious injury and would not be likely to lead to a death or serious injury if it were to recur. Therefore, corrections are being made to all fields.

Manufacturer narrative:
The returned device was evaluated. A portion of the tip was found to have fractured off. The complaint is confirmed. Per the reporter, the device was loaded onto the screw inserter upside down, which may have caused the tip to fracture. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions on proper device usage.